Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : d10. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the patient underwent a revision due to a stem fracture.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Received x-ray shows that the stem is fractured at the level of the neck. Therefore, the reported event has been confirmed. The product analysis shows that the femoral stem was broken at the top of the piece. There were hardened cement left on the product and also traced of impaction on the sides of the top of the product. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the instructions for use shows that the whole device was not compatible. Complaint history : a complaint extract was done regarding revision due to implant fracture: 1 complaint (1 product), this one included, has been recorded on db10 femoral stem size 12, reference p0109h12, from january 01, 2017 to september 23, 2020. 4 complaints (4 products), this one included, have been recorded on db10 femoral stem size 12, reference p0109h12, batch 0000067077. All complaints have the same root cause (design issue), however no further action is required as a recall was already issued on this topic in december 2004 and the design of the stem has been modified to move the engraving. Investigation results concluded that the reported event was due to design issue (laser marking position). Indeed, it was found that the db10 stem batch involved was part of the recall made on december 2004 following the engraving position on the neck that weakens the stem at this level. After that, the design of the stem has been changed in order to modify the position of the engraving. No product in the scope of the recall had been distributed to USA. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision due to a stem fracture.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). List of associated devices: spidercup component acetabular ringloc 56mm/24 ; ref: 1044-56 ; batch: 02092705. Apical plug ; ref 1047-20 ; batch 03016023. Modular ceramic plug head ; ref 53-31.1228 ; batch 0000084030. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the patient underwent a revision due to a stem fracture.